Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient had not charged for a year due to a cancer diagnosis. The patient was currently unable to charge. According to the report the patient has 2 implantable neurostimulator (ins)s implanted at this time. Manufacturer records had information that one of the devices was explanted. It was reported that the department for device registration was contacted to deactivate the original system that was never explanted. The patient reported that this device was of minimal help with their pain and wished to resume usage of other stimulator prior to the decision on surgical replacement. An antenna locator was performed on the first ins and leaped to a normal charge session. A 0x8 was noted. The patient was ¾ charged by the time they had left the clinic. A pmr was performed for the second ins. It was reported that the antenna locator led to a screen reading end of service (eos). It was reported that the product would be replaced in the future. The manufacturer representative reported that they would follow-up for more information regarding if a surgical intervention was planned.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.